Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor believed there was ¿something wrong¿ with the valve. The valve was explanted and replaced with a new valve.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the reflux, siphon, pressure flow, and preimplantation testing. The valve did not meet the requirements of leak testing. There was proteinaceous debris observed in the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ there were cuts on the dome of the valve and cuts on the flanges. It is unknown how or when this damage occurred. The IFU cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the distal portion of the valve had fractured due to trauma. This was first noticed intra-operatively on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.